Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive to presses. Customer's blood glucose level was 143 mg/dl. Customer reverted to their back up method for continued insulin therapy.